Event description:
Additional information was received on 15mar2021 stating that this event was discovered during maintenance on (B)(6) 2021.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ we assume the following: there is a possibility that some external force was added to the distal end, leading to the peeling of the glue at the tip. In addition, since some external force was applied to the acoustic lens, the acoustic lens might have been damaged, resulting in scratches. Since the distal end is damaged, it can be seen that external force was added to the tip. In addition, it can be inferred that some external force was applied because there was damage to the acoustic lens. It has been about 8 years and 2 months since it was manufactured on january 16, 2013, and it may have been affected by aging degradation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the channel was noted to be clogged. Additionally, the distal sheath forcep's cover glue was peeling and chipped. The elevator water flow was also noted to have a loose plug. The display presented a broken strand and the control body had a faded label. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the customer has experiencing difficulty feeding liquid through the instrument channel of the evis exera ii ultrasound gastrovideoscope. According to the initial reporter, when cleaning she stated that the device continues to fail the water channel test. There was no patient involvement during this event as it occurred during maintenance.